Event description:
It was reported that the insulin alarmed weak signal and lost sensor the week prior. The blood glucose reading was 200 mg/dl. The customer stated that due to having the issue occur so often and the communication lasting about 2 days, the customer is no longer wearing the sensor. He also observed that the alarms were occuring randomly and there was no trend found as to the experiences of the alarms. The sensors were reported to only last about two days due to the alarm. Advised the customer to call back if the alert recurs. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.